Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1-1 and 1-2 pockets failed. The field service engineer (fse) cleaned the contacts on both drawer controller boards, secured all connections, tightened the hard stops, and performed testing in hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. Initially, the drawer failed and displayed a "requires maintenance" condition when recovery was attempted. Subsequently, all cubies and pockets within the drawer also failed. The customer reported that none of the cubies or the drawer could be recovered despite multiple recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.